Event description:
The clinician entered the patient room and found the patient on the floor; confused. The patient was placed back in the bed and complained about her hip. The patient required surgery on her hip. The clinical staff stated that the nurse call alarm did not sound at the nursing desk or in the room. Biomed tested the bed alone and in the room where the incident occurred and could not duplicate the event. The alarm sounded on the bed as well as through the nurse call system at the nursing desk. Biomed is unable to determine why the staff was not able to hear the alarm during this event.====================== health professional's impression======================na